Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon contacted the technical support engineer (tse) to report system threw a non-recoverable fault. The surgeon stated that system faulted twice during the previous procedure. The tse reviewed the logs and identified error 31089 on the second console. The tse then had the site disconnect the second console so the procedure could continue using a single console. The tse determined that error 31089 on the second console occurred between the common compute controller (ccc) and the viewer in console 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) common compute controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.